Manufacturer narrative:
The actual device was returned. The product did not contain a lot number identification. The device was evaluated. At that point, the tubing exhibited stretching, or "ballooning" and a complete rupture. At the end of the proximal section of tubing, dried matter was observed to be occluding the tube. On the distal section of tubing, the occlusion was not visible, but no fluid could be flushed through. The failure was confirmed. The root cause for the reported issue could not be conclusively determined. All information reasonably known as of 08-feb-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 01/22/2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the nasogastric (ng) tube broke during use. A piece of the tube broke off in the patient gastrointestinal tract. The ng tube was placed on (B)(6) 2018 by another facility. The patient was transferred to the current facility 2-days later. At the time of the incident, the ng tube was connected to continuous feeding. The clinician(s) reported that abnormal activity was occurring with the ng tube, therefore a chest x-ray was ordered. The chest x-ray revealed that the tube was separated. A radiographic examination of the kidneys, ureter, and bladder (kub) was also performed which confirmed the ng tube break. The kub revealed that the remaining segment of the ng tube was coiled in the patient's stomach. The chest x-ray and the kub were performed on (B)(6) 2018. On (B)(6) 2018 a esophagogastroduodenoscopy (egd) was performed to remove the broken piece in the patient's stomach. The egd was completed without any issues. It was noted that 32cm of the ng tube was secured to the patent's nose and 32cm of the ng tube was coiled in the patient's stomach. The patient was reported to be in stable condition. No additional information was provided.